Event description:
It was reported that while inflating, the urinary catheter had met resistance and so it would not inflate. The catheter was taken out and it was noticed that the tubing was crimped just below the balloon. After taking it out, still the balloon would not inflate.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. An amber lubricath foley was returned without its original packaging. No defects to the catheter were noted. The catheter was inflated with 10 ccs of di water without issue. No leaks were noted. The catheter was able to be passively deflated without issue. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." "Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while inflating, the urinary catheter had met resistance and so it would not inflate. The catheter was taken out and it was noticed that the tubing was crimped just below the balloon. After taking it out, still the balloon would not inflate.